Manufacturer narrative:
E1: (B)(6) education and research. Sick. (User facility captured here due to character limitation in section). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope had broken fibers, a broken lens, a broken part, and a and a dark and blurry image. The event was found during reprocessing. The procedure performed was therapeutic (transurethral resection of the prostate). The event was detected during mid-case early left lobe resection. The procedure was completed using the same set of equipment. There were no reports of patient harm.